Event description:
It was reported that during a "ptci" procedure on an in-stent restenosis case, another co's atherectomy device was used inside the previously placed stent. Subsequently, the opensail was advanced to the in-stent stenosis lesion and inflated. (The IFU for this product states "this catheter is not intended for use with stents"). Reportedly, the balloon ruptured. The balloon could not be removed from the vessel. The entire system was then pulled with force to remove it from the vessel and about 70% of the balloon material was left behind in the vessel. A filling defect was noted in the vessel, but the vessel could not be rewired for further intervention. The pt was sent to open heart surgery to bypass the vessel.